Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The customer's blood glucose level was 400 mg/dl at the time of incident. The customer has symptoms of a headache and treated with the insulin pump. The customer's current blood glucose level is 400 mg/dl. The customer reports changing infusion sets due to multiple occlusion alarms. Troubleshooting was completed and confirmed the insulin pump was working as designed. The customer reported the event was resolved by clearing the air bubbles from the infusion set. The customer was advised to monitor and will not be return the infusion set for analysis.

Manufacturer narrative:
Findings: pump passed all functional testing including the displacement, operating current, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime and excessive no delivery test. The pump was used a liquid reservoir test and run a couple bolus then monitored for any bubbles anomaly. No air bubbles anomaly noted during test. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.